Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('severe bloating') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required) and gastrooesophageal reflux disease ("severe gastric reflux"), 2 days after insertion of essure. On an unknown date, the patient experienced mood swings ("mood swings"), menstrual disorder ("severe menstrual cycle side effects"), feeling abnormal ("brain fog"), urinary incontinence ("slight urinary incontinence"), episcleritis ("recurrence of episcleritisin my eyes"), arthralgia ("severe joint pain") and fatigue ("severe tiredness"). The patient was treated with wound care (essure removal). Essure was removed. At the time of the report, the abdominal distension, gastrooesophageal reflux disease, mood swings, menstrual disorder, feeling abnormal, urinary incontinence, episcleritis, arthralgia and fatigue outcome was unknown. The reporter considered abdominal distension, arthralgia, episcleritis, fatigue, feeling abnormal, gastrooesophageal reflux disease, menstrual disorder, mood swings and urinary incontinence to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.